Event description:
The company received a report where it was claimed, that the cuff of the device deflated during pt use. Replacement of the device was required.

Manufacturer narrative:
The sample associated to this report is expected to be returned, but has not yet arrived at the mfg plant for investigation.